Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor it was reported that the patient was unable to change the settings on their device. It was also reported that the therapy was irritating, sore and uncomfortable and they turned it down. It was further stated that the patient had a couple of falls in the bathtub. No further complications were noted or anticipated.